Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received, and no lot number was identified, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implant of a micro-stent filtration device, the device was long in the anterior chamber (ac), and close to endothelial. Inflammation, ac pigment/white blood cells and cystoid macular edema was also reported. The patient was given additional medications. Additional information was requested.

Manufacturer narrative:
Originally reported this case was for the patient's left eye. However, upon additional follow up and receipt of additional information, it is currently unknown if this is for the patient's left or right eye. Further clarification is being requested however at the time of this report it is still unknown. The manufacturer internal reference number is: (B)(4).